Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the returned component found residue present indicating use or handling. It was noted that six blue bands remained on the ligator head with one band caught under two other bands. All bands were noticed to be moved out of position. The white band was not present on the ligator head. The ligator head teeth were found to be damaged. It was also noted that the suture was broken, most likely to facilitate removal of the system from the scope. It is possible that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator head teeth. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.